Event description:
Consumer called to report accuracy issues with their logic meter. Getting high reading, adjusted their insulin appropriately. Emt needed to be called for low sugar reaction. Believes the monitor was reading inaccurately.